Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from foley catheter after insertion.

Event description:
It was reported that sterile water did not drain from foley catheter after insertion.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event was confirmed. Visual (photo): the first photo was a top view of the 3-way catheter with return syringe. The second photo zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was a zoomed in view of the inflation valve confirming the catheter batch # ngjs3672. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjs3672. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only two (2) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The reported event is addressed within the labeling: a review of the device history record was not able to be performed as the batch number is unknown. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.